Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she experienced unexplained high blood glucose levels. Her blood glucose level was over 600 mg/dl. She was thirsty and had a headache. The customer treated her high blood glucose with manual shots and bolusing. The infusion set's cannula was not inside the customer's body. The insulin pump had a crack on the upper right corner between the screen and the up arrow button. The customer did not change her site every two to three days. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.